Event description:
According to the information received, staff visually inspected the lens and discovered it was cloudy. Prior to use it was clear. Procedure unknown, patient information unknown. Surgeon was able to complete procedure with a new lens. The delay in the case was no more than 2 min. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).